Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported pump error 4 (the motor arm cannot communicate with the main arm.), pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed.), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 63 (hardware low level failures.). The customer reported a blood glucose value of 54 mg/dl. The event involved product(s) mmt-432ak, mmt-342, mmt-1884. Troubleshooting was performed. The customer was able to clear the error but was unable to complete the rewind process. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-432ak, mmt-342. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received pump error 43 during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-test or verify 4, 38, 63 alarms due to the pump error 43. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 43 on (B)(6) 2026 10:58:24.000, (B)(6) 2026 16:35:38.000, (B)(6) 2026 21:55:02. And pump error 38 on (B)(6) 2026 16:43:41.000, (B)(6) 2026 16:44:30.000. No pump error 4, 63 alarms in download history. Pump was cut open to perform visual inspection found no moisture damage electronic assembly. However, found corroded motor home switch during visual inspection. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. Unable to verify pump error 4, 63 alarms due to the pump error 43. Pump error 43 during rewind and pump error 43, 38 alarms in the trace/history files confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.